Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2008 and (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-04456 and 2210968-2012-04457. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation on (B)(6) 2009. The patient also underwent mesh removal on (B)(4) 2012 due to pelvic organ prolapse, dyspareunia and mesh inflammation.(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh revision/removal surgeries on (B)(6) 2012 due to mesh erosion and inflammation.